Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer declined to continue troubleshooting due to the customer inadvertently performed the load fill tubing sequence while connected to the site, causing bg to drop. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer resumed insulin delivery. Customer's blood glucose was 117 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.